Manufacturer narrative:
The device could not be located at the customer facility.

Event description:
It was reported that the siderail is broken and will not latch upright. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the siderail is broken and will not latch upright. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.